Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the motor stall occurred at (B)(6) 2024 at 02:26, and recovered at (B)(6) 2024 at 11:51.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a motor stall alert-pump has been stopped for 1,092 hours. The patient had magnetic resonance imaging (MRI). The technical services (tss) had the healthcare provider (hcp) reinterrogate the pump and it was confirmed that motor stall recovery was shown in logs. The tss explained telemetry mode. The hcp confirmed that the patient was asymptomatic and no volume discrepancy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.